Event description:
A patient (B)(6), was enrolled in the coaptite injectable implant study for stress urinary incontinence. The patient was injected with 1.0 ml of coaptite on (B)(6) 2010. The patient reported a urinary tract infection on (B)(6) 2010 and was prescribed a two week course of antibiotics by another physician. The event was assessed as mild in severity and not device related.

Manufacturer narrative:
A review of the device history records indicates the reported lot #1014812 met all specifications prior to release and no abnormalities were noted.